Event description:
Rptr had first set of breast implants in 1968. Due to hard implants and lumps under the arms with pain and discomfort, implants were replaced in 1978. For the past several years rptr has had bad memory problems, noted by co-workers and family. Also reports extreme trouble with feet and legs similar to rheumatoid-like symptoms. Rptr has missed 6 months of work this year, has poor circulation in hands, and has recently started having dry eyes, a lot of nasal problems, hot flashes, and unusual and extreme fatigue if she over works slightly. Rptr notes a change in right breast. It is softer and smaller. Most days rptr has problems walking and getting feet and legs to move without taking pain medication on a regular basis. She has always been a very active person, until now and has been on estraderm for a long time but problems continue.